Event description:
The reported handheld was returned to the manufacturer and underwent analysis. Analysis of the returned handheld indicated the cracked screen was confirmed during analysis and was most likely associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the returned flashcard indicated the flashcard and software performed according to functional specifications.

Event description:
It was reported by a company representative that a new handheld was broken. The cause of the event was not mentioned in the initial communication. Further information was received by the area representative indicating the handheld was working well and the main user did not indicate if the handheld was mishandled. A replacement handheld was sent to the area representative and the reported handheld will be returned for analysis. (B)(4) attempts to obtain the reported handheld returned have been unsuccessful to date.